Event description:
A company representative reported that high impedance was observed when diagnostics were performed at an output current of 3.25ma, but that diagnostics were within the normal limits when the output current is reduced. The company representative was unsure whether a system diagnostic test was performed to assess the integrity of the lead, or whether a normal mode diagnostic test was performed to determine the delivery of the programmed output current. Programming history available from the date of generator implant indicated that the patient's device had been programmed to high output currents for the 2.75 years between implant and the high impedance diagnostic test results. No additional relevant information has been received to date.

Manufacturer narrative:
Suspect medical device: follow-up report #04 inadvertently did not update suspect device based on product analysis findings. Device manufacture date: follow-up report #04 inadvertently did not update suspect device based on product analysis findings.

Event description:
Clinic notes were received that indicated that high impedance was observed when the normal mode output current was increased to a value higher than 3.0 ma and the magnet mode output current was higher than 3.25 ma. Normal mode diagnostics showed high impedance; however, system diagnostics for the device were within the normal limits. This indicated that the device was functioning as intended but could not deliver the high output current as programmed. The patient was referred for lead and generator replacement surgery. The neurologist's office believed that the suspected high impedance was contributing to the patient's hallucinations. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The patient underwent lead and generator replacement surgery. The explanted products have not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
The explanted lead and generator were received by the manufacturer for analysis, but product analysis has not been approved for the returned devices to date. No additional relevant information has been received to date.

Event description:
Analysis was approved for the generator. As received, the pulse generator communicated normally and the low battery flag was not set. The device performed according to functional specifications. Analysis was approved for the lead. Note that since a significant portion of the lead was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Seven sets of setscrew marks were seen on both connector pins providing evidence that proper contact between the generator and the connector pins existed at least once. Abraded openings and tubing punctures were noted on the outer and inner silicone tubing. Dried fluid was observed inside the outer and inner tubing at the tubing openings. No other anomalies were identified in the returned lead portion.